Event description:
Covidien received information from a customer stating that during testing prior to use, the cuff on a taperguard evac endotracheal tube inflated but was difficult to deflate. The cuff could be deflated, but the operator of the device felt resistance during cuff deflation. There was no patient involvement.

Manufacturer narrative:
One sample of an evac taperguard endotracheal tube was received for evaluation. A visual inspection was conducted, and it was observed that the inflation line was not assembled properly, as it was not facing the right position. An inflation/deflation test was performed using a 25cc syringe, air was applied to the cuff. It was observed that the inflation difficult and deflation was hard. In addition, a cut was performed in the received sample to find the root cause of the occlusion to be an irregular cut in the pvt inflation line. The customer reported failure mode was confirmed. (B)(4).

Manufacturer narrative:
Covidien has requested return of the device. (B)(4).